Manufacturer narrative:
(B)(4). Batch # r58x1x. Device evaluation summary: the analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with no reload present. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: when the firing knob was broken, was it broken off of the device? Yes, came off. If yes, did it fall into the patient? No. If yes, was it retrieved? Were there any patient consequences? No, just opened another one.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When the firing knob was broken, was it broken off of the device? If yes, did it fall into the patient? If yes, was it retrieved? Will it be returning with the device for analysis? If not, was it disposed of? Were there any patient consequences?

Event description:
It was reported that during an unknown procedure, ethicon stapler lever is broken. Did not fire. There were no patient consequences reported.